Event description:
Procedure: adrenalectomy. Reportedly, the hand activation button was not touched but the device would activate on its own. No re-group alarm sounded. No tissue in jaws of device and no report of pt injury.